Manufacturer narrative:
Sample was received for evaluation. Records indicate the product was manufactured in accordance with all specifications and requirements. The rfid tag was scanned and showed 1 usage as indicated. The product coudl not be functional tested but was visually examined.

Event description:
It was reported that the thulio fiber was smoking.